Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient previously had an unspecified ion stent implanted in the left main artery at a different facility. This procedure attempted to treat the 80% stenosed target lesion located in the moderately calcified and mildly "s" shaped tortuous left anterior descending artery. Pre-dilation was performed resulting in 50% residual stenosis. A 2.5x12mm ion stent was advanced but would not go beyond the stent previously implanted in the left main artery due to disease beyond the stent and sinusoidal tortuousity. Upon withdrawal, the 2.5x12mm ion stent caught on the unspecified guide catheter, crumbling the edge of the stent. The stent was removed successfully in tact. The physician then attempted to go back down with a non-bsc stent, but nothing was able to get past the previously placed ion stent implanted in the left main artery. The case was ended. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device code # 1059 relates to component code # 515.device code # 2524 relates to component code # 3038.device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient previously had an unspecified ion stent implanted in the left main artery at a different facility. This procedure attempted to treat the 80% stenosed target lesion located in the moderately calcified and mildly "s" shaped tortuous left anterior descending artery. Pre-dilation was performed resulting in 50% residual stenosis. A 2.5x12mm ion stent was advanced, but would not go beyond the stent previously implanted in the left main artery due to disease beyond the stent and sinusoidal tortuousity. Upon withdrawal, the 2.5x12mm ion stent caught on the unspecified guide catheter, crumbling the edge of the stent. The stent was removed successfully in tact. The physician then attempted to go back down with a non-bsc stent, but nothing was able to get past the previously placed ion stent implanted in the left main artery. The case was ended. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion mr stent delivery system. There was contrast in the inflation lumen. The stent had moved on the balloon 3mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. There was no positive pressure applied and the first four proximal rows of struts were stretched and flared. The tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulties and interaction with another device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).